Event description:
A user reported the following: prior to transporting fujifilm's fcr go2 portable digital x-ray device to the pt's bedside, technicians set the imaging parameters on the device's panel. The device was moved to the pt's bedside, the pt positioned and an image was taken. The user reports that on activating the light field illuminator switch the menu parameters reverted to "the programmed setting." The user reported that the pt consequently received a higher dose of radiation than intended.